Event description:
The patient reportedly developed an infection at her implant site. The pt was treated with oral and topical antibiotics (type unknown). The pt reportedly had an allergic reaction to one of the prescribed medication (type unknown). The patient developed a sore at the implant site. Advanced bionics is continuing to be investigate this and once more info is available, a follow up report will be sent.